Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer(fse) evaluated the unit and replaced blood detector against purchase order and the issue was resolved. The unit was returned to the customer in working conditions.

Event description:
It was reported during a routine check the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.